Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the host pc would not turn on. The review of log file showed that unexpected system state change. Upon functional testing fse found issue with the host pc. Fse restored the functioning of the hd control and carried out backup/restore of the system. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the host pc would not turn on. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.